Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that five days post implant the patient's heart rate was low and below when the device was meant to "kick in". Patient experienced lightheadedness and low energy. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.